Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the unit had a bent clip stop; however, the unit was able to function properly. The clips were fired off one at a time and conformed to all specifications. The root cause of the misfired clips could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our combined initial/final report.

Event description:
Lab chole- "surgeon claimed the clips continuously misfired as he tried to ligate the duct."patient status - "n/a."